Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
The manufacturer was contacted in reference to a voluntary medwatch report regarding a patient using a dreamstation 2 advanced auto CPAP alleging the device's air pressure remained very high despite changing the settings to the lowest possible pressure. The patient believes this caused aerophagia, and that patient stated this contributed to the discontinued use of the device. The device displayed a service required message. The patient additionally reported the device "smelled like it was getting too hot". The patient additionally reported experiencing an airway inflammation condition, that the patient attributed to use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.